Event description:
Related manufacturer reference: 2017865-2016-07246. During follow-up, noise was noted on the atrial channel. The device memory indicated three other noise episodes. No further action was taken. The patient is doing well.